Event description:
On (B)(6) 2012, the patient's dad/reporter claimed the patient has had elevated blood glucose 501 mg/dl at 5:30am due to the animas insulin pump. In addition, the reporter indicated the animas insulin pump did not record a correction bolus the patient took for a 388 mg/dl blood glucose result at 3am on (B)(6) 2012. At the time of concern, the patient had tested positive for ketones. Reportedly, this is the 3rd dka incident the patient has experienced. The patient had symptoms described as nausea, vomiting, and large ketones. At the time of the phone call, the patient's blood glucose was at 455 mg/dl. The patient was not receptive to performing troubleshooting and was adamant that the issue was with the insulin pump. During troubleshooting, the animas representative noted there were several no primes and cs alarms. Based on the expertise of the animas representative, the hyperglycemic episode could possibly be caused by a site/infusion set issue. This complaint is being reported due to the incorrect history record and because the patient reportedly had 3 dka incidents while on insulin pump therapy. The animas product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the pump was evaluated and found to be delivering insulin accurately. The pump was exercised for 24 hours with no issues. No activity outside normal use was observed in the pump history. During evaluation boluses were able to be programmed, delivered and recorded correctly in the pump history. Unrelated to the event the keypad was found to be torn near the "up" arrow button, button function was not affected.